Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the blue wire in the ECG c&d cable was internally shorted, causing the service code 204. The root cause for the shorted wire could not be positively identified. No adverse event resulted from the shorted wire. The pt received a replacement electrode belt.